Event description:
Patient presented to their primary care physician with dry mouth, a sore and swollen tongue, and a sore throat. Primary care physician prescribed medication to address the symptoms.